Event description:
The customer reported via phone call that she had 3 incidents of high blood glucose. Customer stated that one time she noticed blood at site and she was not sure about the other times. Customer stated that she would take a shower and she wouldn't receive insulin. Customer stated that when she went to lunch, her sugars would be over 500 or 600 mg/dl. Customer stated that on (B)(6), her blood glucose was over 600 mg/dl on the meter. Customer stated that when she pulled the set out, the cannula looked straight. When the customer pulled out the cannula on 05/08, the cannula was very bloody. Customer stated that on (B)(6), her blood glucose was 458 mg/dl and the cannula looked fine. Customer declined troubleshooting because there was no need. Customer was advised that the infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.